Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 08-feb-2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.